Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead had dislodged and was repositioned successfully, however, a few days later, it was noted that the lead had dislodged again. The lead was explanted and replaced.